Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6), USA has been used as a default. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for hyperglycemia on lot # 7262866. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd autoshield¿ duo safety pen needle was used and the consumer's glucose numbers were high. This was discovered during use. The following information was provided by the initial reporter: material no: 329515, batch no: 7262866. It was reported that the customer recently tried the auto shield duo, as the hospital had introduced to her this type a while ago. For some reason she states that her glucose numbers were quite high compared to the nano she has been using.

Event description:
It was reported that bd autoshield¿ duo safety pen needle was used and the consumer's glucose numbers were high. This was discovered during use. The following information was provided by the initial reporter: material no: 329515. Batch no: 7262866. It was reported that the customer recently tried the auto shield duo, as the hospital had introduced to her this type a while ago. For some reason she states that her glucose numbers were quite high compared to the nano she has been using.

Manufacturer narrative:
H.6. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for hyperglycemia on lot # 7262866. Investigation summary: customer returned five (5) sealed/unused 30gx5mm bd autoshield duo from lot 7262866. Consumer reported glucose numbers were quite high. All five returned pen needles were examined, then tested for flow using a test pen injector: all five pen needles were able to expel properly. Since no evidence of manufacturing defect was observed on the returned pen needles the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10